Event description:
It was reported that on (B)(6) 2011, the 2.5 x 28 mm promus stent was implanted in the proximal to distal circumflex (cx) artery and a non-abbott stent was placed in the proximal left anterior descending (lad) artery. On (B)(6) 2011, the patient presented with an acute myocardial infarction. An occlusion was confirmed at the proximal lad and the proximal cx. The thrombosis was vacuumed and dilatation was performed. A non-abbott stent was placed distal to the previously placed stent in the cx. Timi flow level 2 was confirmed under the angiography. On (B)(6) 2011, timi flow level 3 was confirmed under angiography and the patient was discharged. It was noted that the patient stopped the administration of the anti-platelet medication for 3 days. The physician commented that the thrombosis would not be caused by the promus stent because occlusion of lad was also confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to difficulty to deploy (the stent not being fully apposed to the vessel wall) include but are not limited to improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under-sizing of the vessel. To ensure this type of event is not related to a product quality deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement during manufacturing. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment prior to lot release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product quality deficiency did not contribute to the reported complaint. It is likely that the suspected incomplete expansion occurred as a result of interaction with the lesion and/or post-dilation technique. The reported patient effects of myocardial infarction and thrombosis are listed in the japan everolimus eluting coronary stent system instruction for use as known adverse effects. There is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
Additional information received reporting that possible stent mal-apposition occurred; however, this could not be confirmed by intravascular ultrasound. Additionally, medication was administered on (B)(6) 2011.

Manufacturer narrative:
(B)(4).